Event description:
During the attempt to remove a vena cava filter, the filter retrieval noose broke from the wire while inside the pt. The noose was retrieved without incident. The device broke without any resistance or force.